Event description:
It was reported that this right atrial lead exhibited oversensing, pacing inhibition with asystole less than 2 seconds, high out-of-range pacing impedance measurements and loss of capture. A lead fracture was suspected. The lead was programmed to unipolar mode and watchful waiting. No adverse patient effects were reported. At this time, the lead remains in service.